Manufacturer narrative:
(B)(4). This complaint for overprime was confirmed due to the improper priming of the disposable set. The cause was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During assistance with re-priming a patient line on the homechoice (hc) machine, the home patient (hp) revealed that the patient line overflowed a bit (overprime). The technical service representative (tsr) assisted the hp with re-priming the patient line and resuming therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.